Event description:
Hmsc reported episodes showing noise and resulting in inappropriate therapy in (B)(6) 2023. ICD therapy programmed off per physician order on (B)(6) 2023. Lead currently remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 this lead was explanted due to noise and pacing inhibition. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc reported episodes showing noise and resulting in inappropriate therapy in (B)(6) 2023. ICD therapy programmed off per physician order on jun 27, 2023. Lead currently remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The (B)(6) 2025, this lead was explanted due to noise and pacing inhibition. Upon receipt, the lead under complaint was found cut 56 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The proximal fragment was not returned. The analysis showed multiple abrasion marks along the lead fragment. In particular 9.5 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Hmsc reported episodes showing noise and resulting in inappropriate therapy in (B)(6) 2023. ICD therapy programmed off per physician order on (B)(6) 2023. Lead currently remains implanted. Should additional information become available, this file will be updated.